Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the down arrow keypad button was intermittently responsive and required more force and multiple button presses in order to elicit a response. All of the keypad buttons did not click back and spring back as expected. There was evidence of keypad contamination found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that the down arrow keypad button was functioning properly the morning of (B)(6) 2011 and then that night was not responding. The patient also stated that the down arrow keypad button felt like it was not lining up correctly. The patient indicated that the keypad was intact and that all of the other keypad buttons were functioning normal. The patient also reported that she wears the pump attached to a belt and does not clean the pump.